Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patients pre-planned surgery for an inguinal hernia. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the hernia event. Hernia is a well-documented potential complication in pd patients and pre-existing hernia can be exacerbated may be exacerbated due to an expected increased intra-abdominal pressure from the dialysate during pd treatment. The patients pd nurse reported the inguinal hernia was pre-existing prior to the start of pd therapy. There was no reported pain, swelling or other symptoms of worsening condition of the patients pre-existing hernia in relation to use of fresenius products. Reportedly, the patient was not a good candidate for hernia surgery until recently, and therefore the intervention was pre-planned. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a patient on peritoneal dialysis (pd) underwent surgery (date unknown) for a right groin hernia. Initially the patient reported observing blood in the pd effluent. During follow up, the patient admitted he began pd treatment with the fresenius cycler too soon after the hernia surgery. The patient reported he is completing pd treatment manually without any adverse effects. The patient stated he did not know what causes his hernia. Additional follow-up was conducted with the patients pd nurse who stated this patent had a pre-existing right groin hernia prior to start of pd therapy 1 ¿ years ago. The nurse confirmed the patient did not have any symptoms or any adverse effects from any fresenius products. Per the nurse, the pre-existing hernia was affecting the patients ability to drain on the cycler. Therefore, the patient utilized cycler assisted pd treatments for just a few months after beginning pd. Subsequently, the patient switched to exclusive manual pd exchanges for several months up until undergoing hernia surgery (date unknown). The nurse stated the hernia surgery was -pre-planned as the patient only recently became a good candidate).the nurse stated the patient should be on hemodialysis to let the hernia site heal. However, the nurse reported the patient refused modality and attempted to use the cycler. The nurse confirmed the report of visible blood (on (B)(6) 2021) was related to the hernia surgery and did not require any medical intervention. The nurse stated the patent is currently completing pd treatment with low volume manual exchanges (per order). The nurse confirmed the hernia is not related to any cycler malfunctions or any other products issues.